Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer. (B)(4). Analysis of the pump revealed no anomaly, analysis of the catheter revealed sc connector tear in seal near guide ring.

Event description:
The pump and catheter were returned. No information/allegation that suggested a malfunction. The pump and catheter underwent routine analysis. Additional information later received from the hcp reported the patient did pass away but did not know anything about the cause of death or the exact date of death. Per the hcp it was a couple months ago and the hcp last saw the patient in (B)(6) 2013.

Manufacturer narrative:
All previously reported patient codes will be updated/corrected to the following for this event: (B)(4) ¿ corrected information: further analysis determined that the small tear noticed in the seal material of the sutureless connector near the guide ring was not significant to the catheter¿s in-vivo performance.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.